Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the probable cause was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, and/or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation and the reported event was not confirmed. However, it was found that the image disappeared during angulation in the upward/downward directions due to damage on the charged coupled device unit. Other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the control unit, the grip, the upward/downward plate, the forceps elevator lever and the right/left plate were discolored; the angulation lever did not move smoothly due to damage on the control section; the indication on the light guide connector was incorrect; the light guide connector was stained; there were scratches on the bending section cover, the control unit, the universal cord, the protector of the video cable section, the video connector, and the light guide connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the deflectable videoscope displayed an image that became completely dark. The therapeutic procedure was completed with no delay using another scope. There was no report of patient harm.